Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the contour next meter (serial # (B)(4)) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that there was a difference of 40 mg/dl between the blood glucose readings obtained on the contour next meter and the hospital's meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.